Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device found that the balloon burst. Functional evaluation could not be performed as the balloon lumen was occluded, and it was not possible to unclog it. This failure is likely due to factors encountered during the procedure, such as the manner the device was handled or manipulated, the technique used by the physician during the procedure, and the interaction with the scope, that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of three hurricane rx dilatation balloons used during the same procedure. It was reported to boston scientific corporation that three hurricane rx dilatation balloons were used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloon leaked. The same issue occurred with the second and third hurricane rx dilatation balloons. The procedure was completed with a fourth hurricane rx balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon burst; therefore, this is now an MDR reportable event.